Event description:
E-mail received from the sales rep. Informed that: "needed assistance with determining where the radiopaque marker was. It was determined that the marker was missing from the valve but a dark shadow was evident. The pa was able to determine that the valve was still set at the appropriate setting (170mm h2o); no further action was necessary; however, we thought it necessary to put in a complaint. Patient had an MRI for a broken neck and was sent for x-ray and reprogramming of the chpv. It was discovered on xray that the radiopaque marker was missing from the valve. Device has not been explanted".

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Please be advised that per an FDA issue, this complaint is being resubmitted. Device not returned.